Manufacturer narrative:
Upon completion of the analysis, this event will be updated.

Event description:
Boston scientific received information that an internal technical service consultant was contacted regarding this implantable cardioverter defibrillator. Reportedly, this device reached elective replacement indicators (eri). There was concern that this device may have reached eri earlier than expected due to and extended charge time. The charge time was 18.9 seconds and the battery voltage was 3.0v-2.53v. Technical services provided information that all therapy is available but that replacement should be scheduled. This device is included in the mid-life display of replacement indicators advisory. No adverse patient effects were reported.

Manufacturer narrative:
When this device has been removed and returned, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Subsequently, approximately two years later, this device was removed and returned for analysis.